Event description:
The customer reported the visera elite ii video system center is unable to display image on the first and second monitor. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected that the problem was related to the setting or cabling. The customer requested for a field service engineer to be dispatched to evaluate the unit. No further information has been provided from the onsite evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.